Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. This issue was attributed to the user handling, and the subject device had no harmful event. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error e99 occurred on the subject device and the concentration of the disinfectant solution at the time was unknown. There was no report of patient injury associated with the event.